Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unspecified date, the patient was treated with unspecified medication (dose, frequency, and route were not reported) for peritonitis. The patient¿s outcome and action taken with pd therapy were not reported. No additional information was available.